Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation was flaking, which could potentially cause pieces left inside the patient.

Manufacturer narrative:
Alleged failure: during the procedure the insulation started coming off in the patients knee. The failure identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4).

Event description:
It was reported that the insulation was flaking, which could potentially cause pieces left inside the patient.